Event description:
It was reported that patient underwent total hip arthroplasty in 2006. During procedure, acetabular implant became stuck on inserter. Alternate implant and instrument were then used and during impaction, patient's acetabulum fractured. It was also reported that drill bit fractured during preparation for acetabular bone screw. All parts were retrieved.

Manufacturer narrative:
No further complications have been reported. Review of the device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. Correspondence received from user facility states that no medwatch report will be submitted. Evaluation of returned device found evidence of fracture due to torsional overload.